Event description:
It has been reported that the bd vacutainer® push button blood collection set has been found experiencing seven occurrences of leakage during use. The following has been provided by the initial reporter: it was reported that blood was leaking through the tubing. Event description per sfdc pir states, "they have had leaking issues along the tubing with roughly 6-7 wingsets. They have pulled all the boxes from the lot number that was seen to have the leaking. Lot # 9073954". "When using bd push button item # 367344 - 21g wingset the phlebotomist experienced blood leaking through the tubing."

Manufacturer narrative:
Bd received samples from the customer facility for investigation. Submerged leak testing was conducted on the returned samples and the customer's indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. No holes, splits, kinks or wrinkles were found in the tubing. No cracks or surfaces irregularities were observed on the hub. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met. H3 other text : see section h.10.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® push button blood collection set has been found experiencing seven occurrences of leakage during use. The following has been provided by the initial reporter: it was reported that blood was leaking through the tubing. Event description per sfdc pir states, "they have had leaking issues along the tubing with roughly 6-7 wingsets. They have pulled all the boxes from the lot number that was seen to have the leaking. Lot # 9073954". "When using bd push button item # 367344 - 21g wingset the phlebotomist experienced blood leaking through the tubing."